Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported cutting of the trocar blade was poor during a cataract/vitrectomy surgery. The surgery was completed without product replacement. There was no patient harm.

Manufacturer narrative:
Two opened trocar handle/blade assemblies and two cannula/hub assemblies in a bubble bag were received for the report of the cutting of the trocar blades were poor. The samples were visually inspected and were found to be nonconforming, the samples were found with damaged tips and damaged cutting edges. Penetration testing could not be performed due to the damage of the sample. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customers reported issue of poor cutting. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any non conformances, such as damaged tips and damaged cutting edges, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).